Event description:
The user facility reported to terumo cardiovascular system that prior to cardiopulmonary bypass procedure, during setup, there was tear in the oxygenator bag. There was no pt involvement as this occurred during setup. Product was changed out. Surgery was successful.

Manufacturer narrative:
Terumo has not received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).